Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a (B)(6), male pt on cardiac arrest. The device was unable to obtain an ECG signal via CPR stat padz. Complainant indicated that the clinician obtained another device to continue treating the pt. Please reference medwatch report 1220908-2014-01493 for this second device. Complainant indicated that the pt subsequently expired.